Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported post-operative incident cannot be determined. This medwatch report (patient identifier # (B)(6)) is submitted for the reported operative complications associated with multi-port system surgeries. A separate medwatch with patient identifier #731473 is submitted for the serious injury post-operative complications associated with single-port system surgeries mentioned in the same article. Article citation: talamini s, halgrimson wr, dobbs rw, morana c, crivellaro s. Single port robotic radical prostatectomy versus multi-port robotic radical prostatectomy: a human factor analysis during the initial learning curve. Int j med robot. 2020;e2209. Available at : (B)(6).

Event description:
During review of a literature article involving da vinci-assisted robotic procedures titled, ¿single port robotic radical prostatectomy versus multi-port robotic radical prostatectomy: a human factor analysis during the initial learning curve¿, the following events were reported. From december 2018 to april 2019, the first 20 consecutive single port (sp) robotic assisted laparoscopic prostatectomies (ralps) performed by a single experienced robotic surgeon were compared against 20 multiport (mp) ralps performed at another site in italy. Of the 20 cases that were performed using the da vinci multiport system, there were twelve post-operative complications that were clavien-dindo grade ii or less. Of the two post-operative complications that were clavien-dindo grade iii and more, there was 1 patient who had hematoma which required laparoscopic evacuation and one patient that experienced acute kidney injury which required temporary dialysis. There was no allegation of malfunctions of any da vinci systems, instruments or accessories in the article. Attempts were made to obtain additional information. However, the author indicated that no additional information was available.